Event description:
Patient reported "textured implants that are on the recall list and starting to have health issues". Healthcare professional confirmed "textured to smooth due to the concerns of the product". Healthcare professional reported later "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4

Event description:
Patient reported "textured implants that are on the recall list and starting to have health issues of a non abbvie device". Healthcare professional confirmed "textured to smooth due to the concerns of the product of a non abbvie device". Healthcare professional reported later "rupture of a non abbvie device", with mammogram. This record is for the left side. Device has been explanted and replaced

Event description:
Patient reported left side "textured implants that are on the recall list and starting to have health issues". Healthcare professional later reported "ruptured saline implant" diagnosed via mammogram. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a implant date: partial date 1999. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d4, d6b, g2, h6, h11.